Event description:
It was reported that during a da vinci-assisted surgical procedure, a cable broke on the force bipolar instrument. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: prior to use, the instrument was inspected by a nurse, and no abnormalities or discomfort were noted. The issue occurred after approximately two hours of use, with no initial functional problems observed, though unusual movement was noticed following the event. During the procedure, fragments of the instrument fell inside the patient; these were subsequently retrieved using laparoscopic forceps. All fragments were collected, and the surgical field was checked to confirm nothing remained. The incident did not involve any exceptional collisions with other instruments or materials, but a collision of the instrument tip/accessory preceded the fragment drop. The instrument was removed with the cannula before breakage, with no resistance noted during removal. No additional surgical procedures or post-operative imaging were required to retrieve or confirm removal of fragments, and the procedure was completed robotically. There was no injury to the patient nor any subsequent complications, and the patient did not require a return visit. The instrument and associated accessories are available for return to isi for evaluation; however, it is unclear if the retrieved fragment will also be returned. No photographic or video evidence is available for review. The cause of the breakage is unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar forceps (fbf) instrument was analyzed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The instrument was found to have a kinked conductor wire at the point where the grip tang meets the force amplification pulley. The instrument failed the continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is obvious damage to the conductor wire. The cable was pinched between the grip tang and pulley, causing it to get kinked. The conductor wire is not exposed as a result. The insulation is not damaged. Components adjacent to this kinked wire do not show damage.